Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. A magnet did not elecit tones. The device was implanted 53.1 months, and had not be checked for approximately 3 years. A boston scientific technical services (ts) consultant recommended replacement.